Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient called lifescan on 11/15/04 and complained that his meter was displaying three dashes (---). The patient stated that his meter is not new. He reset the meter options and upon powering the meter on, the three dashes appeared. The patient phoned his pharmacy for assistance with the meter when the issue began. No medical attention was reported. The patient stated he took his insulin after attempting to test on the meter. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence of the meter contributing to the serious injury. A replacement meter is being sent to the patient.